Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4): the patient experienced loss of therapy for the past few months in 2015. The stated having a knee surgery in fall 2015 and did not turn off implantable neurostimulator (ins). The patient was not sure if that has affected her device. The patient was on fiber and imodium. The patient has tried changing the program and increasing stimulation. The patient has an upcoming doctor¿s appointment. The patient was wondering if there was a support group in her area. The indications for use for this patient were gastrointestinal/pelvic floor.

Event description:
Additional information received later the indicated that the patient called to ask about turning off manufacturer device for a dentist appointment. The patient was told to turn it off was the step taken. The loss of therapy has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.